Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode shortly after this device was implanted in 2020 during a routine replacement procedure. The chronic non-boston scientific leads that were implanted in 1998 remained in use with the new pacemaker. After the syncope occurred, the sensitivity for the ventricular channel was adjusted to a fixed value of 7mv. The patient had anther syncopal episode on (B)(6) 2021. A review of the stored episodes showed some v signals during an atrial tachy response (atr) episode that was recorded at the same time as the syncope. Some of those signals were about 4mv and were related to premature ventricular contractions (pvcs) that did not appear to be the cause of the syncope. The sensitivity was reprogrammed again, to 10mv. All other lead measurements were within normal limits and were stable. The patient had another syncopal episode three days later. Troubleshooting was performed on the leads and one pacing impedance measurement of greater than 3,000 ohms was provoked on the right ventricular (rv) lead. A tilt test was negative; a holter monitor revealed there was no ventricular spike after the atrial beat. The physician was not able to determine if the issue was with the rv lead or the device. Therefore, a new rv lead and pacemaker were implanted on the patient's right side, due to vein occlusion. No additional adverse patient effects were reported. The explanted device was not planned to be returned for analysis. Technical services reviewed available data from the explanted device and noted a significantly higher number of rv automatic threshold tests had been performed, possibly the tests were unsuccessful and had to be re-tried due to artifact sensing not allowing the device to complete the testing. As the chronic rv lead had been in use for more than 20 years, compromised lead integrity was the likely cause of the clinical observations. A review of data in the remote monitoring system for the patient's new device found appropriate device behavior and normal lead values.